Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus the manufacturing record review and device labeling review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the risk management files found that this failure mode was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after an acetabular labrum repair/reconstruction in which a microraptor was utilized, the patient had continued localized lateral hip pain. The condition was treated with a ultrasound guided peritrochanteric injection. The issue was not resolved. The patient's outcome is ongoing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.